Event description:
Distributor reported that the pump was unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within specifications at the time of release.